Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. A lot of history record review was completed for lots 3000479408, 3000479501, and 3000477830. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a vessel harvest there was an excessive amount of smoke in the tunnel (leg) from burning tissue. They indicated that it seemed the vasoview hemopro 2 smoke evacuator had gotten clogged. They asked for another device and continued to have the same challenge. The case was completed without complications. Case was completed with this second device. There was no patient harm. There was no delay.